Event description:
It was reported that the laparoscope had a purple image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken and fiber bonding in the outer tube area was damaged. A root cause could not be identified. Based on the results of the investigation, it is the image was purple and green due to a broken charged coupled device. Based on the results of the investigation, a root cause for damaged fiber bonding could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.